Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level dropped "into the 20s" and the patient passed out in a walmart parking lot. The patient was transported to an emergency room via ambulance. The patient stated at the time of the event that they believed "the settings were wrong and the insulin was too strong." The patient stopped using the product at that time, but is now considering going back on omnipod products with new insulin and different settings. No additional information was provided regarding treatment at the ER or length of stay. Attempts have been made for additional information. If more information is provided, a follow up report will be sent.